Event description:
Customer called to report a leak near the potassium electrode area of the unicel dxc 800 synchron system. The field service engineer (fse) inspected the instrument, cleaned the ion-selective electrode (ise) flow cell, and changed other instrument hardware, such as all the o-rings, the silicone membranes of the carbon dioxide electrode, the electrode body of the potassium electrode, and the calcium electrode tip. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
Although, the root cause of the instrument leak was not identified, the issue was resolved after the field service engineer cleaned and/or replaced multiple hardware parts. (B)(4).